Event description:
The customer reported to olympus that when using an evis exera ii ultrasound gastrovideoscope, the suction button was blocked. There was no patient harm associated with the event. The device was returned and evaluated, and upon estimation, it was observed the acoustic lens was peeled. This MDR is being submitted to capture the reportable malfunction found during the device evaluation.

Manufacturer narrative:
The device was returned and evaluated, and the customer¿s allegation (suction button was blocked) was not confirmed. In addition to the acoustic lens peeled, additional evaluation findings were as follows: the u/d knob could not be locked securely, the grip and suction body had cracks, the forceps channel port was dirty, switch 1 was deformed, the suction cylinder was deformed, due to deformation of electrical connector guide pin, there was water leakage, the sheet holder unit had corrosion due to water leakage, the displayed ultrasound image was defective with missing elements, and the acoustic lens had a chip, was peeled and scratched. The adhesive on the bending section cover had wear and a chip, the connecting tube was deformed, all angulation did not meet the standard value, and the universal cord had buckling. The investigation is ongoing, and a supplemental report will be submitted upon completion of the investigation or if any additional information is provided.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. Based on the results of the investigation, the root cause of the event was unable to be identified; however, the event likely occurred due to wear and tear damage with customer mishandling and with increasing use/time. The event can be detected/prevented by following the instructions for use which state: "do not strike, hit, or drop the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector. Also, do not bend, pull, or twist the endoscope¿s distal end, insertion tube, bending section, control section, universal cord, or endoscope connector with excessive force. The endoscope may be damaged and could cause patient injury, burns, bleeding, and/or perforations. It could also cause parts of the endoscope to fall off inside the patient." Olympus will continue to monitor field performance for this device.